Event description:
Patient revised due to pain. Inoperatively found osteolysis, polyethylene wear, and large cyst.

Manufacturer narrative:
Examination was not possible, as no product was returned. The investigation was unable to determine the exact root cause of the reported pain, but the reported cysts found under the tibial tray and posterior femur may have been a contributing factor. The initial report states that it is not suspected, that the product failed to meet specifications or contributed to the reported event. It would not be unreasonable to expect some wear after 10 years of implantation. The need for corrective action was not identified. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.